Event description:
It was reported that the patient had an infection and had removal of a device. The patient thought it was their artificial sphincter that was removed but they weren¿t clear on which device it was.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3093-28, lot# v267031, implanted: (B)(6) 2009, product type: lead. (B)(4).